Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient¿s ins was replaced because it hadn¿t been working for years. The caller elaborated that if didn¿t work for 5 years. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Product ID: 3889-28, lot# v223166, implanted: (B)(6) 2009, product type: lead, UDI: (B)(4), ubd: 2013-03-06. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) in response to an inquiry for more details regarding the event: patient weight was (B)(6) on (B)(6) 2019. The cause of the 2009 device not working was lead migration. The device is still in place. No further complications were reported.